Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Thrush - vaginal [vulvovaginal candidiasis]. Tampon top broken [device breakage]. Case narrative: consumer reported via email that the tampons were broken when she removed them. No serious injury was reported.